Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported via facility medwatch mw5063723 that stent dislodgement occurred. A 2.25 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the stent was positioned for deployment, the stent was displaced from the stent delivery balloon. The detached stent could not be retrieved nor inflated. Balloon angioplasty was then performed and the procedure was completed. No further patient complications were reported.